Event description:
Event description cpi received information that during a replacement procedure of an automatic implantable cardioverter defibrillator (aicd) for normal battery depletion, the physician noted (dents) in the insulation, on the endotak transvenous defibrillation lead (0074) as a preventative action additional insulation was added to this section of the lead (0074). It remains actively implanted.